Event description:
The user reported that the device broke at the weld and was retrieved during a shoulder arthroscopy. There was an extension of surgery required. The length of the surgical extension was not able to be obtained. There was no injury reported to the pt.